Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, declared elective replacement indicator (eri) with an extended charge time measurement. A replacement procedure was performed and the device was explanted without complication. To date, no adverse patient effects were reported as a result of this clinical observation.